Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that when she turns off her device she still feels stimulation. The patient stated the issue was getting worse and she feels sick to her stomach. The patient had an upcoming appointment with her healthcare professional. The patient reported she feels the stimulation on constantly and it was not related to any trauma or falls. The indication for use was spinal pain. If additional information is received a follow-up report will be sent.